Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was found during storage. The device was filled with either ceftazidime or meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) - this lot was manufactured november 05,2014 to november 10, 2014 evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter floating in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.